Manufacturer narrative:
Though requested, pt info was not provided.

Event description:
During pt use, a 'high fio2' alarm occurred. Calibrating the o2 sensor could not solve the issue. This issue was resolved by replacing the o2 sensor. There was no pt injury reported this case.